Manufacturer narrative:
Section d: information reference the main device component of the system and other applicable components are:: product ID 3889-28 lot# va16rxm serial# implanted: 2016 (B)(6) explanted: 2017 (B)(6) product type lead product ID 3058 lot# serial# (B)(4) implanted: 2017(B)(6) explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence/sacral nerve stim and gastrointestinal/ pelvic floor it was reported a revision was done because the patient had not therapeutic effect and they were feeling stimulation in their ankle and the wires where at the wrong spot. No further complications were noted or anticipated. Refer to pe 702132701 for details pertaining to related event:-lack effect,no stim,poor comm

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence/sacral nerve stim and gastrointestinal/ pelvic floor it was reported a revision was done because the patient had not had therapeutic effect and they were feeling stimulation in their ankle and the wires where at the wrong spot. No further complications were noted or anticipated.